Event description:
It was reported that the patient died on (B)(6) 2025 due to sick sinus syndrome.

Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the partial lead did not find any anomalies.